Event description:
It was reported that the pump was revised and moved from the buttock to the abdomen according to the patient¿s wishes. The original implant location had been bothering the patient ¿here and there¿ since implant. The patient stated, she didn¿t like it in the buttock due to comfort. The pump was successfully repositioned and the patient was doing well. The pump was used to infuse clonidine, bupivacaine, and dilaudid (hydromorphone). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).